Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during testing, the pump was paired with a test cgm transmitter. After completing the two hour bg calibration step, a 10 unit audio bolus and a 10 unit normal bolus were performed. When the pump entered ¿sleep¿ mode, the contrast button was pressed to activate the bg trend graph screen. The time, bg reading, and iob all appeared as per normal function of the pump. The pump was allowed to enter ¿sleep¿ mode again and the previous steps were repeated multiple times over a two hour duration. Each time the pump displayed the appropriate time, bg reading, and iob.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump's blood glucose trend graph was not displaying accurately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.